Event description:
Subsequent to the previously filed medwatch report, additional information was received. It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary angiography with left and right heart catherization; "percutaneous" coronary intervention (pci); chronic total occlusion (cto) revascularization, and stenting interventional procedure. Reportedly, "upon deploying the footplate this was pulled back against the arteriotomy. The plunger was pushed in and the entire system came out. There appeared to be a broken footplate. The footplate could not be seen angiographically. Pressure over the femoral artery for about 5 minutes and then access was gained into the left common femoral artery with a 5 french sheath and went up and over into the iliac system on the right with a glide advantage wire with a omni flush catheter for support. Angiography was performed. This showed good flow past the common femoral artery. There were some minor luminal irregularities though this was a calcified vessel as well. There was some minor dye extravasation as well so further manual pressure was performed. He had excellent pulses in his feet and his foot was warm as well. Reportedly, it was unclear if the foot plate was potentially in the arteriotomy or in the sheath tract but this was not visible. It is also possible was still within the perclose system itself." No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of tissue damage is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6: health effect clinical code 4582 removed. D10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was retained at the hospital and is not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report number: (B)(4) received that states: "describe event or problem: the physician was deploying a perclose to the right femoral artery post intervention sheath removal. As he attempted to deploy the perclose, the device broke, potentially leaving a footplate of the device in the patient. The physician inspected the device, but couldn¿t be sure the footplate wasn¿t in the patient, so he gained access in the left femoral artery and went up and over and obtained an angiogram to evaluate the right groin. After reviewing he angiogram, the physician determined the right femoral artery was ok, there were strong pulses distally, and he didn¿t see any remnant of the device in the groin. Manual pressure was held at the access site and the team also placed a femostop over the site as precaution till hemostasis was maintained. The patient tolerated the procedure without complaints. Product was sequestered in a biohazard bag and a product concern form was completed". No additional information was provided.